Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 42 mg/dl and sensor glucose was 123 mg/dl. Customer current blood glucose was 138 mg/dl. The customer was assisted with troubleshooting and declined was irate so did not gather reservoir and infusion set information. The customer was treated with food. Customer stated that they did received calibration not accepted alert and change sensor alert. It was unknown that the customer did used to auto mode feature at the time of event. The device will not be returned for analysis.